Event description:
Reporter indicated that patient underwent vns therapy system replacement surgery due to suspected lead discontinuity. Both the lead and generator were replaced. Treating neurosurgeon indicated that the patient was experiencing muscle twitching and discomfort during stimulation cycles, which was believed to be due to compromised lead insulation tubing and subsequent current leakage. X-rays reviewed by treating physician did not reveal any obvious discontinuities in the vns therapy system and device diagnostic testing was reportedly within normal limits, indicating proper device function.